Event description:
Olympus was informed that during a video-assisted thoracoscopic surgery (vats) lobectomy, after 10-15 activations of the thunderbeat hand instrument, the teflon pad began to peel away from the jaw. The procedure was completed with a different but similar device. There was no pt injury reported.

Manufacturer narrative:
The thunderbeat hand instrument has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. However, teflon pad damage can results from continuous activation of the output without tissue between the probe and jaw. If additional info becomes available at a later time, this report will be supplemented.